Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set became loose and as a result leaked. The leak occurred at the connection of the transfer set to the adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient reported that they properly tightened the connection prior to starting the therapy. The transfer set was replaced and the patient was started on prophylactic antibiotics. There was no report of a patient injury associated with this event. No additional information is available.